Manufacturer narrative:
Concomitant products: product ID 8703w, lot # l47431, implanted: (B)(6) 1998, explanted: (B)(6) 2013, product type catheter; product ID 8590-1, lot # n239560, implanted: (B)(6) 2010, product type accessory. (B)(4).

Event description:
It was reported that a catheter issue occurred. The patient experienced lack of effect and it was noted a dye study was unable to be performed because the catheter could not be aspirated. Additional symptoms included uncomfortable spasms, increased spasticity and less than fifty percent therapy relief. The location of the catheter issue was unknown. A rotor/roller study was also performed. As a result of the event, the patient was hospitalized and was to have a revision. The device system was used to deliver baclofen and morphine. It was later reported that the full system was explanted and replaced. The patient was now receiving effective therapy. The pump and catheter were to be returned. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the catheter found a hole in the catheter body caused by deep abrasion.